Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect packaging and missing labels with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Additionally, these products do not expire; therefore, an expiration would not register when scanned.

Event description:
It was reported that missing labels were found before use with bd vacutainer® standard yellow holders. The following information was provided by the initial reporter. "Nowhere is the information you mention regarding the code number or lot number displayed. Apparently this product was conditioned in a box that did not correspond to the product; because it does not record any data, as you can see in the attached images. Moreover, the warehouse operator at the time of reviewing the product has had to enter on one of the sides of the box (with down), the information it displays, such as the code (B)(4), amount received (B)(4) and the lot number and expiration date indicates it as n / r which means do not register." (B)(4) occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that missing labels were found before use with bd vacutainer® standard yellow holders. The following information was provided by the initial reporter, "nowhere is the information you mention regarding the code number or lot number displayed. Apparently this product was conditioned in a box that did not correspond to the product; because it does not record any data, as you can see in the attached images. Moreover, the warehouse operator at the time of reviewing the product has had to enter on one of the sides of the box (with down), the information it displays, such as the code (364893), amount received (400) and the lot number and expiration date indicates it as n / r which means do not register." 400 occurrences were reported.